Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2025, around 530pm, the patient¿s wife found the patient unconscious. The patient¿s cgm was reading 40 mg/dl. The patient was wearing an omnipod insulin pump. Emergency medical services was called. The patient¿s wife stated she could not recall what treatment may have been provided by ems, including what the patient¿s bg meter reading was. The patient was transported to the emergency room. At the emergency room, the patient was treated with an unspecified IV, nasal glucagon, milk, and orange juice. It was reported that the patient regained consciousness around 8pm. Again, the patient¿s wife could not recall any bg or cgm values from when the patient was in the emergency room. The patient was discharged home later the same day, around 11pm. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.